Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the device explant and product return, however; no response was received. The device is not expected to be returned. If this device is returned, analysis will be performed.

Event description:
It was reported that this device was explanted due to erosion was imminent. This is all the information received, and additional information has been requested. The device was explanted and replaced successfully with no patient complications reported. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to potential erosion. This is all the information received, and additional information has been requested. The device was explanted and replaced successfully with no patient complications reported. Outside of the revision, no adverse patient effects were reported.